Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 7.5, lab: 2.8. Inratio result for the past few weeks has consistently been 7.5. Dosage was first lowered than stopped. The customer just resumed coumadin after lab draw. Patient self tester's therapeutic range is 2.0-3.5.

Manufacturer narrative:
Investigation: user reported inratio inr value beyond the measurable value of the meter, ">7.5." Unable to determine calculated mean due to unspecified inr result however, the difference between this result and the reported 2.8 lab value is discrepant beyond pt inr variability. Further investigation is required. User was on amiodarone medication at the time of testing. Amiodarone is known to influence results obtained with inratio testing. Customer reported lot 282855. In-house therapeutic donor testing was performed on reported lot 282855 with the returned device serial number (B)(4). Results as follows: donor 204: inratio results: (4.2, 4.2, 3.9), reference: 3.48, bias threshold: (2.48 - 4.48), %cv: 4.22; donor 205: inratio results: (2.3, 2.8, 2.7), reference: 2.50, bias threshold: (1.50 - 3.50), %cv: 10.18. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. No further investigation is necessary. Returned meter investigation: meter power was ok. Data extraction successful. Sample testing performed via therapeutic donor blood and six (6) inratio strips from in-house retain inventory. Strips lot number: 282855 (code lv6x7) used as per customer reported lot. Six (6) sample tests performed; which produced a valid inr results. Code confirmation prompt and scratches on all strip electrodes was produced upon sample test. Inspection of the strip slot and j7 prongs revealed no apparent damage, foreign object obstruction, misalignment, or contamination. Meter's functional test passed. Conclusion: review meter memory found inratio test value >7.5. If analysis of client's data from inratio and reference method was performed, test results would not meet accuracy criteria. Review of complaint revealed patient's medication may affect test result. It cannot be ruled out as a cause for unexpected inr results. In-house therapeutic sample testing with returned meter met accuracy and precision criteria. Returned meter functional test passed and meter continues to meet specifications. As reviewed on (B)(6) 2012, forty (40) discrepant result complaints were reported for lot number 282855 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code lv6x7 which brick lot number 257240 was assigned and packaged into strip lots number 282855, and 282859. Forty two (42) total discrepant complaints have been reported for lots number 274164, 274163, 274161, 274165, 274167, and 274166 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action ((B)(4)) no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.